Event description:
It was reported that there was oversensing of the respiratory rate trend (rrt) signal on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). There were spikes in ra lead impedance to greater than 3,000 ohms and the oversensing led to inappropriate atrial tachy response. Technical services recommended turning the rrt off. At this time, the ICD and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. In addition, the device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of the respiratory rate trend (rrt) signal on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). There were spikes in ra lead impedance to greater than 3,000 ohms and the oversensing led to inappropriate atrial tachy response. Technical services recommended turning the rrt off. At this time, the ICD and ra lead (non-boston scientific product) remain in service and no adverse patient effects were reported.